Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alert on the ilet while using a steel contact detach infusion set, resumed delivery, noted rising blood glucose after a meal, and ultimately required a complete supply change to resolve the issue. Symptoms included hyperglycemia. Outcomes included stabilization of blood glucose without hospitalization or manual injections after the infusion set and tubing were replaced and insulin delivery resumed. Investigation included assisted troubleshooting, fill tubing verification, site assessment, guided infusion set change, and post-intervention monitoring. Investigation of this case revealed that the occlusion was only resolved after replacing the infusion set and related supplies, indicating an infusion set¿related delivery obstruction that cleared with a new contact detach set. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion resolved through supply replacement and user education.